Event description:
Pt states the bgstar meter was 40 points too high, they treated with insulin and became hypoglycemic.

Manufacturer narrative:
Pt did not require medical treatment. Situation has been resolved. Meter was evaluated and problem could not be reproduced. Meter tested to specifications.